Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular aortic repair with endoanchors demonstrate good mid-term outcomes in physician-initiated multicenter analysis¿the peru registry valdivia ar, chaudhuri a, milner r, et al. Vascular. 2021 feb:1708538121992596. Doi: 10.1177/1708538121992596. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and non mdt stent grafts were implanted along with endoanchors in primary or revision endovascular treatments of infra renal aortic aneurysms. A median of 6 endoanchors were implanted in each patient. The following malfunctions were observed; ia endoleak, migration, ib endoleak, self resolved endoleak. Endoanchor related ; fracture, lost (2 snared, 1 caged, 1 left in main endograft body) and catheter twisting the following adverse events were observed; aneurysm sac enlargement, stent graft infection, device fragments in patient, re-intervention patient mortality was reported. There is no causal link that an endurant stent graft caused or contributed to any deaths. 1 intraoperative death was reported for a patient with a ia endoleak and the endoanchors causality can not be ruled out.

Manufacturer narrative:
Additional information received; as per the physician, no device failure has been raised in the study. In none of the participating centers have there been any complaints about it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.